Event description:
Boston scientific received information that the patient with this device experienced inappropriate shocks. Interrogation revealed decreased sensing measurements. In addition, shock impedance measurements were high out of range. A revision procedure was performed. The right ventricular lead and the non-boston scientific atrial lead were replaced successfully. Post procedure, normal measurements were obtained. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.